Event description:
The customer received a blood glucose reading of 600 mg/dl from her contour and a reading of 269 mg/dl from another meter. The 600 mg/dl reading was off the consensus error grid, but the difference between the readings appears to fall in the "c" zone of the grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for eval. Replacement strips were sent to the customer.